Manufacturer narrative:
(B)(6). Manufacturer year 2016. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss performed a field service checklist and an annual preventative maintenance. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted

Event description:
The surgery center reported three patients were presented with macular edema at a post op exam. A brief description from the surgery center indicated the cataract procedures went smoothly and as planned, however, the edemas occurred after using the phacoemulsification unit. Although attempts were made for additional information, no additional information was provided. This report is 3 of 3 reports.

Manufacturer narrative:
In the initial MDR the device manufacture date was provided as 2016 (year only). The manufacturing site has now provided the complete date 17 aug 2016. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature pro console showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.